Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer had a high blood glucose and diabetic ketoacidosis. Customer had nausea, was vomiting, had abdominal pain, and also difficulty breathing. Customer was given an IV drip of insulin. Customer stated that the drive support cap appeared to be normal. Customer did not continue troubleshooting because she threw the infusion set away. Customer stated that the pump was not alarming no delivery. Customer had several no delivery alarms in the alarm history but she did not receive one last night. Customer's current blood glucose is 226 mg/dl.